Event description:
T-wave oversensing and low r-waves were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
T-wave oversensing and low r-waves were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Patient further reported receiving inappropriate shocks.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.